Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cs300 intra-aortic balloon pump (iabp) unit has a broken screen. There was no patient involvement reported.

Manufacturer narrative:
The fse that encountered the issue replaced the video receiver to lcd cable, nec display mounting plate , and 10.4" display. The fse performed a pm with full calibration. The unit passed all functional and safety testing. The iabp was returned to the customer.

Event description:
It was reported during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had distorted screen. There was no patient involvement reported.